Manufacturer narrative:
Section b3 - event date was estimated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic on (B)(6) 2025 due to a backup battery (ebb) fault alarm. The ebb was replaced with no issue and the alarm was resolved. Upon interrogation of the left ventricular assist device (lvad), there were multiple low speed advisories and pump off alarms. The patient stated that power goes out in their house often, and attributed the events to the power outages, but the site was concerned that the ebb should be kicking in to keep the lvad running. The first ebb fault alarm reported by the patient was (B)(6) 2025 , while the pump off events occurred in march. Log files were sent, but they were initially corrupt and new files need to be sent.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 06mar2025 ¿ 03apr2024 were reviewed. The log file captured a backup battery fault alarm on 03apr2025 from 03:02:40 to 10:02:57 due to the backup battery not passing the load test. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18sep2017. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU (rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate ii IFU (rev. A) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.